Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient was treated approximately 18 months ago for proximal humerus non-union, and was implanted on (B)(6) 2010 with proximal humerus plate, screws, and intermedullary bone strut. Patient recently had limited motion and pain; went to surgeons office and an x-ray showed fractured plate and callous formation on an unknown date. The surgeon noted; is unsure if the patient fell. Patient was returned to operating room on (B)(6) 2012, surgeon removed broken proximal humerus plate and replaced it with a longer plate and bone graft. This is 9 of 9 reports for this event.